Event description:
The device evaluation noted a defective downstream occlusion sensor. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing found excess adhesive underneath the downstream occlusion (dso) seal causing the dso sensor failure. The dso sensor and seal were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.